Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Weight was left blank as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that the average of blood glucose readings was missing from the memory of the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour ts meter and no manufacturing anomalies were found.